Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient experienced a skin reaction with a rash, redness, inflammation, and infection extending beyond the patch perimeter. On (B)(6) 2025, the patient went to an urgent care center for evaluation. The patient was prescribed oral amoxicillin to take three times/day for 10 days. After completing the medication, the patient stated the ¿impacted area appeared to be in good shape¿. The patient¿s skin reaction was ¿healed¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.